Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock. Technical services (ts) reviewed the episode and agreed that the shock was inappropriate. It was noted that the device was programmed with a monitor only (mo) zone. Ts discussed detection enhancements with the mo zone and possible programming options. No adverse patient effects were reported.